Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 650mg/dl. The customer's most current level was 250mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they received no delivery alarms during priming. The customer was advised the pump would be replaced and returned for analysis.